Event description:
It was reported that the unit broke in a pt. It was further reported that the doctor was using the unit to grab the drain and orient it when the grasper unit popped and broke.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.